Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start up. Upon troubleshooting, the fse found that the application software of the main control computer was damaged, and the system could not start normally. To resolve the issue, the fse performed a full installation of the software for all hardware. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.